Manufacturer narrative:
D4, h4 device information is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high-risk pci. Section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted that there were concerns about dark emesis and the risk of aspiration. Consequently, the decision was made to discontinue systemic heparin. Additionally, the patient was diagnosed with a combination of septic and cardiogenic shock. Due to these complications, care was withdrawn, and the patient subsequently expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.